Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) cardcage to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The error was confirmed via lighthouse. The ssc cardcage was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on where 319 errors were immediately presented. The 319 errors pointed towards the mceb. The orange fiber cables were inspected, where the j23 cable leading to the mceb was found to not be blinking. The mceb was also inspected where it was seen to not be powered on. The j16 connector was probed where the voltage was found to be low. The p48v_ergo circuit was followed, where the q15 mosfet was found to have dark discoloration and contamination on some of the pins. The drain pin was measured where the correct voltage was seen. The gate as well as the source pins were probed, where a low voltage was read. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered a "console not connected" message and error 319. At the time, logs were not available, and the system would not complete the power-up sequence. Despite performing a hard reset, the issue persisted, indicating that further troubleshooting was necessary. Upon reviewing the error logs, it was noted that error 319 continued to be reported by the mceb and mced boards. There was no report of patient involvement.